Manufacturer narrative:
Date of report: 03/05/2019. Date rec¿d by MFR: 04/22/2019. Failure analysis on the returned touch screen shows that the customer complaint of ¿touchscreen calibration issue was not able to duplicate during failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 9oct2018. The customer confirmed the touchscreen issue and noted that the touchscreen was replaced. The unit is back in service.

Event description:
The respiratory therapist reported that the touchscreen was not responding when they tried to turn the unit off. There was no patient involvement.the event date was not specified; estimate used.